Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a loss of therapeutic effect. Pt said she lost relief since going into the hosp, where they inserted a catheter into her bladder. Pt also indicated that she fell in (B)(6). The pt's status was undetermined. Additional info has been requested, but was not available as of the date of this report.